Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of approximately ten (10) vented high-volume inlets fell out of a clinolipid bag resulting in a leak. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.